Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (>2000 ohms), despite multiple attempted implant positions. The physician cut the rv lead and a replacement lead was implanted. No adverse patient effects were reported. This rv lead will not be returned for analysis.